Event description:
During a meniscal tear procedure after firing, the device and removing it - a piece was missing at the tip, was located and removed using a grasping forceps, and device appeared to be complete. An x-ray was performed to confirm that all pieces were found and the xray was negative.